Event description:
On (B)(4) 2014 information was received from a representative indicating that there was a pump refill on (B)(6) 2014 that was uneventful. After the refill the doctor aspirated 2-3 cc¿s of fluid from the pump pocket site. The patient had a history of headaches for many reasons, but these headaches were different from the normal headaches and were positional. A myelogram was scheduled for (B)(6) 2014. The pump contained fentanyl. On (B)(6) 2014 information was received from a representative indicating that the patient had no symptoms at that time. The patient¿s doctor reportedly performed the refill according to the device manufacturers recommendations. They confirmed that the needle was seated in the reservoir throughout the refill. The patient was receiving therapy. Additional information received reported there was a catheter issue that resulted in the pocket filling with drug. A fluid test, culture and CT image was performed. The patient had symptoms of pain and less than 50% therapy relief. The pump and catheter were explanted. The patients outcome was unknown. The pump was reported to have contained both fentanyl and dilaudid.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomaly. Analysis of the catheter revealed a hole in the catheter body caused by deep abrasion. Upon device interrogation, it was indicated that the pump contained fentanyl.

Manufacturer narrative:
Concomitant products: product ID 8709sc, lot # n173703007, implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type catheter; product ID 8709sc, lot # n173703007, implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type catheter; product ID 8709sc, lot # n173703007, implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
Information was later received from a representative indicating that the patient¿s pump and catheter were removed on (B)(6) 2014. The reason for the catheter removal was due to ¿break, tear, or hole¿ and ¿occlusion.¿ the patient had a loss of therapy. They recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.